Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Event description:
According to the available information this inflatable device was implanted on (B)(6) 2018 and revised on (B)(6) 2020 due to malfunction. Additional information received indicated the patient complained about functional problems with the prosthesis. ¿after clinical examination and ultrasound examination, we concluded that there is a mechanical failure. The pump is not responding with no chance to begin inflation and the reservoir is completely empty.¿ a titan touch pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed a separation in the bladder of each cylinder. Testing revealed these to be sites of leakage. Microscopic examination of the surfaces revealed them to be smooth and straight, indicating contact with sharp instrumentation. Surface abrasion was noted on all pump tubing, and exhaust tubing of cylinder 1. No functional abnormalities were noted with the pump. The information received indicated the pump was not responding and that the reservoir was completely empty, but because no functional abnormalities were noted with the returned components and the reservoir not being available for examination, the complaint could not be confirmed as reported. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separations in the bladder of each cylinder occurred after the device packaging was opened. In addition, because the expected use of this device combined with the observed separations would have resulted in an earlier detected fluid loss, it was concluded that these separations most likely occurred during or after explant. These separations are not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release, and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device, or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to the available information, though not verified, malfunction, patient has been implanted with a penile prosthesis on (B)(6) 2018. He presented himself on (B)(6) 2018 in our praxis with complaints about functional problems with his penile prosthesis. After clinical examination and ultrasound examination, we concluded that there is a mechanical failure. With the penis in a flaccid state, the pump is not responding with no chance to begin inflation, and the reservoir is completely empty. The device was revised.